Event description:
It was reported that a revision surgery was performed due to avascular necrosis. Device was implanted for approximately 9 years.

Manufacturer narrative:
Our original report for this event (3005477969-2010-00099) was erroneously submitted, as it is a duplicate of our previous report 3005477969-2010-00092.

Event description:
Our original report for this event (3005477969-2010-00099) was erroneously submitted, as it is a duplicate of our previous report 3005477969-2010-00092.